Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined.a labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
This report addresses the issue of use error, the reuse of supplies. A customer contacted global technical service (gts) regarding alarms on the home choice (hc) during prime. During troubleshooting, the care giver (cg) stated that she did not want to start over with new supplies and had proceeded to prime the same setup with the home patient (hp) still connected. The technical service representative (tsr) advised that both lines and bags must be replaced prior to starting over. The tsr had the cg disconnect the hp using aseptic technique and remove the cassette. The cg checked the membrane gasket and found no damage or debris. The tsr advised the cg to notify the peritoneal dialysis registered nurse. There was no serious injury or medical intervention reported. On (B)(4) 2012, product surveillance spoke with the cg regarding the use error. The cg was now aware of not reusing any supplies and following proper procedures during therapy. The cg stated that the sample and lot number information was not available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.